Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set events between (B)(6) 2024 where infusion set tubing was leaking at the stomach. The infusion set was used for around a day. The blood glucose level was over 192mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01670 - device 3 of 3.